Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore as it was being inserted. The lens was removed in pieces. The nurse stated that it is unknown as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers wer not provided by the facility.